Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level (bg) was 300mg/dl and a manual injection was administered to address the bg level. Multiple attempts were made by tandem¿s technical support to perform troubleshooting to determine a possible cause of the occlusion alarm; however, no response was received.